Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during the procedure, that vasoview hemopro 2 was defective. The scissor tips are not functional and appear to be split apart. A new device was used to complete the procedure. There were no procedural delays. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated section: b3, b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/03/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. No additional testing was conducted due to the condition of the heater wire. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results , the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000443632 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a